Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit failed the preoperative test. There was no report of patient involvement.